Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 valve is faulty. It was reported that that issue was discovered during preventative maintenance meaning there was no patient involvement at the time the issue was discovered and there were no reports of harm/injury to user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse went on to change the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.